Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power loss. Customer's blood glucose at time of incident was 14.2mmol/. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
Critical insulin pump error after battery installation. The critical insulin pump error was generated by motor communication error alarm per boot loader traces; problem was isolated to printed circuit board. The motor was testes outside the device and passed. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify power loss alarms due to critical pump error. Traces of moisture noted in the bottom of the battery tube. Device received with cracked case on the back at the battery tube area. The insulin pump received with minor scratched display window and case.